Event description:
A customer contacted baxter's (B)(4) to report a system error 2240 (indicating air in the set) with the homechoice (hc) machine during drain 5 of 7. The home patient (hp) stated she was in drain and had to use the restroom, so just disconnected from the hc without pressing stop. When the hc alarmed, the patient re-connected. It was explained to the patient to start over with all new supplies. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during drain 5 of 7 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) stated she was in drain and had to use the restroom, so she disconnected from the hc without pressing stop. The batch review was not performed because the lot number is unknown. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Upon follow-up with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010, it was stated there was no patient injury or medical intervention associated with the incident. The pd rn stated the patient knows the proper procedures and the incident has not re-occurred.